Manufacturer narrative:
A device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H10: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that based on the information provided the clinical root cause of the reported event was the result of an injury from playing basketball, it cannot be concluded there was a mal performance of the implant or an implant failure. The root cause of the reported adverse event has been associated with unforeseen external influences. Factors that could have contributed to the reported event include physical activities involving jumping, twisting, or sudden direction changes; resuming strenuous activities before the meniscus has fully healed; and sudden forces or impacts applied to the knee. As of this investigation, the need for corrective action is not indicated.

Event description:
It was reported that, after a meniscal repair to treat a tear form the posterior horn to the body performed on 03-may-2024, where a fast-fix flex was implanted, the patient had a re-tear of the medial meniscus, and medication was prescribed (ibuprofen & panadol). However, it was later decided to perform a revision surgery on (B)(6) 2024 to remove the implants from the meniscus. Patient current status is unknown.

Manufacturer narrative:
Internal complaint reference case-(B)(4). H10 b5, b7 and h6: event description, patient history and impact codes updated.

Manufacturer narrative:
Internal complaint reference: (B)(4). H10 b5 and h6: event description and codes updated.

Event description:
It was reported that, after a meniscal repair to treat a tear form the posterior horn to the body performed on (B)(6) 2023, where a fast-fix flex was implanted was used, the patient had a re-tear of the medial meniscus, and medication was prescribed (ibuprofen & panadol). However, it was later decided to perform a revision surgery on (B)(6) 2024 to remove the implants from the meniscus. Patient current status is unknown.

Manufacturer narrative:
H10 h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Based on the limited information provided we are unable to conclude on factors known to contribute to the alleged report. As of this investigation, the need for corrective action is not indicated.

Event description:
It was reported that, several months after an arthroscopy performed on (B)(6) 2023, in which a fast-fix flex was used, a patient had a re-tear of the medial meniscus. The event was treated with medication. Patient current status is unknown.

Manufacturer narrative:
Internal complaint reference (B)(4).